Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2016 with the following findings: the battery compartment was cracked in two places. The battery cap was not returned with the pump. The pump history showed no evidence of short battery life. A test battery cap was able to carefully attach to the pump and power it on. Pump electrical current draws measured within specifications. A battery life issue was not duplicated during testing. Upon removal of the pump cover, no evidence of internal moisture or damage to the power circuit or the battery flex was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.